Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer talisman delivery sheath. Heparin was administrated at the beginning of the procedure. During procedure, a thrombus was noted on the distal side of the delivery sheath. The thrombus was over 1cm and fiber-like shape. The sheath was in the patient for 2-3 minutes. The physician was able to aspire the sheath but the right side of the device had a bulbous shape. The physician flushed the device after the aspiration of the thrombus but there was a small part of thrombus that couldn't be removed. A decision was taken to replace the device. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient had been compliant with the prescribed anticoagulant. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of fiber-like shaped thrombus on distal side of the delivery sheath was reported. Also reported that the thrombus was over 1 cm. A returned device assessment could not be performed as the device not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Na.